Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax requiring hospitalization. The patient had a medical history of chronic obstructive pulmonary disease (copd). Two lesions were biopsied: lesion #1 was 1.6 cm and located in the right upper lobe; lesion #2 was 2.4 cm and located in the right middle lobe. Instruments utilized for biopsy included a 19g flexision needle and forceps. Staging utilizing endobronchial ultrasound (ebus) was also performed. The procedure was completed without issues. The pneumothorax was identified post-procedure via chest x-ray; it was 4 cm from the apex and remained stable in size. No chest tube was required, but the patient was admitted to the hospital for 1 day then discharged home. Per the physician, the pneumothorax was likely caused by the needle hitting the minor fissure near the middle lobe nodule during biopsy. The diagnoses obtained from pathology: lesion #1 focal evidence of changes/inflammation (non-diagnostic) and for lesion #2 adenocarcinoma (malignant). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.